Event description:
While ventilating a pt, the ventilator turned off and on several times, alarmed, posted a "vent inop" message and stopped ventilating the pt. The pt was ambu bagged and placed on another ventilator. It was reported that there was no pt injury.